Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker's set screw disconnected and the lead was not able to be fixed. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of could not tighten the setscrew to secure the lead was confirmed. Analysis revealed the setscrew had been screwed out of the connector block socket and was lying sideways across the connector block socket. It was confirmed that the physician made incorrect wrench insertions into the setscrew inset. As the wrench was pulled out through the septum, the setscrew dislodged, falling sideways across the block and this caused the screwed back into the block or tightened onto a lead. The setscrew anomaly was consistent with procedural damage.